Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on a bottom case. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, force sensor test error was found at power up and unable to calibrate the force sensor. It was noted that contamination was found inside plunger assembly and was the cause of the reported issue. Service replaced the whole plunger assembly, plunger tube and plunger cable to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump failed force sensor test. No patient was involved in this event. No adverse effects were reported.